Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the returned device found that the guidewire polytetrafluoroethylene (ptfe) coating was peeled/scraped off at approximately between 125.0cm and 135.0cm from the proximal end. The ptfe coating appeared to be scraped off of the guidewire with the torque device collet. The guidewire was kinked at 141.5cm and 143.0cm from its proximal end; however, the cause of the kinks on the guidewire could not be definitively determined. No anomalies were observed with the hydrophilic coating. The guidewire dimensions were found within specification. During functional testing the guidewire was advanced through the demonstration excelsior sl-10 microcatheter and friction was encountered during the advancement most likely due to the kinks on the guidewire. No other anomalies were observed. The directions for use (dfu) cautions to: "securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e., core wire abrasion/peeling of ptfe, etc.)". Since the device dfu specifically cautions that insecure tightening of the torque device can lead to ptfe peeling, the assignable cause is considered to be related to the use error.

Event description:
It was reported that the physician found that the coating layer of the guidewire was stripped before the procedure began. There were no clinical consequences to the patient.

Event description:
It was reported that the physician found that the coating layer of the guidewire was stripped before the procedure began. There were no clincal consequences to the patient.